Manufacturer narrative:
Based on our investigation findings, the device was labeled correctly. Therefore, mvi no longer considers this event a reportable malfunction event.

Event description:
See h.11.

Event description:
It was reported that during preparation, the customer noticed that the hydroframe 10 coil had its sku bar code number on the label listing a different coil name when it was scanned. No patient involvement.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for evaluation. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR will be submitted.